Manufacturer narrative:
Philips service replaced the suite pc, reinstalled, reconfigured, and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that suite pc failure caused system shutdown, device unable to boot on a azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.